Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized in the intensive care unit. Patient reported the pod "had stopped working" and added that he was also having heart/kidney issues. Despite good faith attempts being made for additional details, no other information related to medical event was obtained.